Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac procedure, the tip of the sheath kinked, which resulted in the inability to operate the cryoballoon catheter normally. The catheter sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012643473 was returned and analyzed. Visual inspection was carried out. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The following observations were identified. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at multiple locations, approximately 1.25 ,15.75 and 25.25 inches from the tip. Visual inspection of the shaft area was performed. The inspection identified a shaft discoloration. Visual inspection of the handle area was performed. No anomalies were identified. The handle has no cosmetic issue and side tube is connected properly to the handle. The dilator was not returned. The functional testing was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig)showed the pressure decay in the device was 0.053 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.008 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.004 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the sheath failed the return product inspection due to shaft discoloration and a shaft kink/twist observed at multiple locations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.